Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer froze and would not interrogate the patient's device. The caller power cycled the programmer multiple times to resolve the issue. Interrogation after the power cycle was successful. The product status is still in use. No patient complications have been reported as a result of this event.